Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported having difficulty with symptoms/leakage on the thursday prior to this report. Her healthcare provider (hcp) told the patient to adjust stimulation and the patient was having difficulty using the patient programmer (pp) to adjust settings. Prior to that thursday, she had been having wonderful symptoms relief. She was not feeling stimulation and it was noted to be off. The patient was advised to turn stimulation on and she could feel it. She was aided in adjusting stimulation from program 2 at 2.5 volts to program 2 at 2.1 volts. She had not known therapy was off. Pp use was reviewed and the patient was advised to contact their hcp if they continued to get no relief. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.